Event description:
Revision surgery - the pt indicated while still in the hospital, the probable result of the staff moving her. The surgeon operated on her to get the shoulder reduced, he decided to make an insert change to a constrained insert. The surgeon does not consider this to be a revision nor was this an implant related issue.